Event description:
It was reported that the device was leaking. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a cracked enclosure and tank cover, damaged power switch, and a damaged printed circuit board. The device leaked near the drain tube confirming the customer complaint. Wear and tear from using the drain tube caused the enclosure to crack. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date.